Manufacturer narrative:
This report is based solely on the information provided by the customer . Confirmation of customer's complaint and the root cause could not be determined. A review of the complaint database did not reveal any similar events against this device in the past 2 years. Therefore, it appears that this complaint was an isolated event. Instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Inspect before each use: check for broken stitches or parts; or torn, cut or frayed material; do not use soiled or damaged products. Discard if ¿hook does not firmly adhere to white fuzzy backing. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no further corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented, and acted upon as warranted. Manufacturer reference file 2022-00616.

Event description:
Customer reported via email the velcro strap is rubbing and causing extensive tissue damage to neonatal/infant necks. Customer advised they have a photo of injury.